Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite¿ 1-way extension set with j-loop was occluded. The following information was provided by the initial reporter: customer complaint is that the j-loop does not flush during use. During use.

Event description:
When a customer was preparing to use the product. This is not a during use issue, the customer is overall not satisfied or happy to use our j-loop due to the luer lock connection. The customers use different types of gravity set to connect. The main issue is that the needle that connects to neonates is smaller and lifts when it is connected to the j-loop. When I received the complaint, I initially thought it was an in-use fault but after met the customer and discussed the complaint I got feedback that it is a preference and suitability issue for neonates ICU. Customer would prefer a luer slip connection. There was no fluid identified in the sample as the product was not preferred for use.

Manufacturer narrative:
Additional information in section b investigation result: one 20021e7d sample was received in opened packaging from lot 24036147 for investigation; no residual was present in the line and no connecting product was received to aid the investigation. The customer reported that the "customer complaint is that the j-loop does not flush during use." The returned sample was subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe. Initially, the customer's experience was confirmed as it was not possible to flush the sample. However, when attempting to flush the set from the male luer to locate the occlusion, it was found that the fluid could move up to the smartsite. Upon flushing the smartsite a second time, the occlusion disappeared, and flow resumed through the set without any restriction. The details of this feedback were forwarded to the manufacturing site for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that the incorrect amount of fluorosilicone was likely due to a fault within the assembly machine during manufacture of the affected smartsite. A review of the production records for lot 24036147 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, the automatic assembly machine has been repaired to ensure the fluorosilicone is being correctly dispensed into each smartsite; furthermore at the start of the assembly process the manufacturing operative will continue to measure whether a sufficient amount of fluorosilicone is being injected. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 20021e7d product in the past 12 months.